Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the daily lead impedance measurements noted that there were no out of range values. Laboratory analysis could not confirm the reported field observations. However, review of the device memory indicated that a low voltage alert, code 1003, was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. On the explant form there was no reason for crt-d removal provided. There was no evidence that either the right ventricular (rv) lead or the left ventricular (lv) lead were repositioned or replaced. However, on the explant form, it was reported that there were guidewire issues associated with the rv lead. The lv lead was reported to have helix issues, along with abnormal shock impedances and inappropriate shocks. The lv lead is a brady passive fix lead. Additionally, there was a report of guidewire issues, inappropriate shocks, and abnormal shock impedances associated with the right atrial (ra) lead. The make of the ra lead is unknown. The crt-d was returned with a port plug inserted in the ra port which suggests that no ra lead was implanted with this product. No adverse patient effects were reported.